Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report for one device. The second device that the user reported was not included in the return. During our initial observation of the returned device, the device had a bend in the sheath near the handle of the device and near the distal end of the device. The stylet wire was bent. The bend in the stylet wire could have contributed to the user having difficulty deploying the fiducials. Three (3) fiducials still remained in the needle with one fiducial exposed past the tip of the needle. The first bend was measured at 3.1 cm from the distal end of the proximal handle. After the handle was manipulated into the advanced position with the sheath adjustor on "0" and the needle length adjustor on "8", the needle extended out 7 cm from the distal end of the sheath. There was a bend the length of the distal end of the needle. The needle was then retracted into the sheath. A functional test was performed and the device was placed down an olympus gf-uc160p endoscope. The endoscope was placed in a tortuous path and the handle was manipulated. The needle would advance and retract as intended. A functional test was performed to test for deployment of the fiducials. The stylet wire was bent back into place into a straight position. The needle of the device was advanced forward and pressure was applied to the stylet. Each fiducial deployed. Once the proximal end of the stylet wire was straightened, deployment of the fiducials was smooth. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus) procedure with fiducial placement, the physician used two (2) cook echotip ultra fiducial needles. Per the customer, "we were going for a pancreatic mass to place fiducials. We went through the duodenum and the pancreatic head. At this time the fiducials would not come out of the needle. The device was removed, and we got another device and went right back in. Difficulty was again experienced in getting the fiducials to come out so the physician was pushing hard on the stylet when all the fiducials came out at the same time. There was a lot of friction. They left the fiducials in and were able to complete the procedure." There was no reportable information at that time. One of the devices in question was evaluated at cook on 05/30/2017. It was found to have a severe bend in the distal end.